Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-07648, 2134265-2013-07649. It was reported that following a peripheral stenting treatment procedure, embolus formation occurred. The trifurcated target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery (sfa) with chronic total occlusion and was more than 200mm long. The target lesion was treated with pre-dilation and placement of three 7x120mm epic self-expanding stents resulting in patent lesion. Then an embolus was noted down below the lesion and thrombectomy was performed using a non-bsc catheter. The catheter was delivered over a journey guide catheter. While pulling out the non-bsc catheter, its radiopaque tip broke off or snapped inside the patient. The tip was taken out of the artery, but was lost into the soft tissue. The tip was left inside the patient. The patient status was fine.